Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to unlocked connector on the lcd board. Further testing could not be performed due to the button keypad. The device was received with loose/flush drive support disk. The device was received with cracked battery tube threads and scratched screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had broken down, and the buttons were unresponsive. The customer stated that the numbers were not ramping on their own. The caller stated that the scroll bar is not moving up or down without input from the user. Reviewed the alarm history and found a button error alarm. The device was neither dropped nor exposed to moisture. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.